Event description:
The pt reported that subsequent to ipg placement in 2006, he has experienced ringing in the ears and a loss of coordination. The pt also expressed concerns regarding emi issues. Add'l info has been requested from the physician. A follow-up report will be sent if add'l info becomes available.